Event description:
Upon deploying an instinct plus cook medical clip. When the doctor asked, the clip was closed. After assessing the placement, the doctor wanted to reopen the clip. Since it was not deployed, it should have reopened, but it would not. The clip was stuck closed on the deploying mechanism, and we had no other option but to deploy it fully.